Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg has not been able to communicate with the charger for a month. The ipg was explanted and replaced with a different model number. The patient's stimulation was restored and the issue is resolved.